Event description:
A (B)(6) pt underwent nanoknife ire treatment for kidney cancer on (B)(6) 2010. During the treatment an event was reported for hypertension. The pt had a spike in blood pressure (120/70 up to 160/90) which was corrected. The procedure was completed without further issue.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order for a software glitch on the day of the reported event that was resolved over the phone. This is not suspected to be related to the reported adverse event. The cause of the hypertension could not be determined, the product records review showed no anomalies. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).